Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is inconclusive and no product was returned for evaluation. However, the circumstances of the described complaint have occurred before. No DHR review was performed because no lot number was provided. Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the pooling at the bottom of the wound or the failure to alarm. Possible root causes for pooling of fluid at the wound site are a blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm is that there was a blockage in the system at the same time as a leak, resulting in the system being able to hold the required negative pressure. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm per nurse about 1-2 weeks ago he found fluid pooling at the bottom of the wound (foam and ez plus) nurse believes the dressing may have lifted and no alarm.